Manufacturer narrative:
This report is submitted on october 31, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator and was subsequently treated with oral antibiotics on (B)(6) 2022 (duration not reported). The patient underwent a skin revision surgery on (B)(6) 2022, and the symptoms resolved and the patient resumed use of the device.

Manufacturer narrative:
It was also reported that the patient developed a wound dehiscence. This report is submitted on (B)(6), 2023.